Event description:
It was reported that during prep for a percutaneous coronary interventional procedure, a severed balloon catheter shaft occurred. The problem with the device was noticed after the 3.0 x 10mm flextome monorail cutting balloon catheter was taken from the protective hoop. At this point, they thought that the shaft of the balloon catheter was kinked. Once the balloon was being loaded onto the guide wire, it became apparent that the cutting balloon shaft was severed into two separate pieces. The device was removed from the wire prior to introducing it into the body. Another same cutting balloon catheter was used to successfully complete the procedure. No pt complications occurred. The pt's status was satisfactory.

Event description:
It was reported that during prep for a percutaneous coronary interventional procedure, a severed balloon catheter shaft occurred. The problem with the device was noticed after the 3.0 x 10mm flextome monorail cutting balloon catheter was taken from the protective hoop. At this point, they thought that the shaft of the balloon catheter was kinked. Once the balloon was being loaded onto the guide wire, it became apparent that the cutting balloon shaft was severed into two separate pieces. The device was removed from the wire prior to introducing it into the body. Another same cutting balloon catheter was used to successfully complete the procedure. No patient complications occurred. The patient status was satisfactory.

Manufacturer narrative:
Device evaluated by manufacturer: the device was in the manufactured profile. A 0.014' wire passed through freely. Shaft was kinked and broken. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B) (4).